Event description:
This is an adverse event recorded on a crf as part of the (B)(6) pt registry for a pt with barrett's esophagus treated with focal ablation. At 2 months follow-up, pt noted to have a mild stricture which was dilated successfully. After one dilatation, symptoms resolved and stricture no longer noted. Physician deemed this event severity as mild, definitely related to the ablation, and not related to any malfunction of the device.